Event description:
It was reported that the device would not turn on battery but operated on ac source. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.